Event description:
It was reported on (B)(6) 2026 by dr. (B)(6). That the patient swallowed a bruxzir crown placed on tooth position # 12. Additional information received reported that the doctor positioned three crowns in the patient's mouth. Before the crowns were cemented, the patient swallowed one of the crowns. The other two were retrieved from the patient. Patient was seen by dr. (B)(6) on (B)(6) 2026 and the crown was successfully placed. The patient is doing fine; no issues with the patient.

Manufacturer narrative:
The reported device is not available to be returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).